Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated the device will be returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the skin mesher tray was not ratcheting and not passing through mesher. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI #: (B)(4). Product review of the device by zimmer biomet australia on 3 february 2020revealed the ratchet handle would not ratchet because the inner pin on the handle was rotated 180 degrees. The device was also not calibrated on one side. Repair of the device was performed by zimmer biomet australia on 11 february 2020 which included reassembly of the ratchet handle and device recalibration. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event can be confirmed.